Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros xt3400 chemistry system. The assignable cause of the event was most likely improper protocol of diluting a sample with a vitros crea result within the vitros crea measuring range of 0.15 ¿ 14.0 mg/dl. During the initial test event of patient sample 1, the sample was inadvertently tested with a 10x dilution. Retesting the same sample undiluted generated the expected result. A sample related issue cannot be ruled out as contributing to the event. It is unknown if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Historical vitros crea quality control results obtained within the timeframe were acceptable, indicating a vitros crea slide related performance issue did not likely contribute to the event. Additionally, continual tracking and trending does not indicate a systemic issue with vitros crea lot 1542-3524-0110. There was no indication an instrument related performance contributed to the event, however, since no diagnostic within-run precision testing was performed an instrument related performance issue cannot be completely ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros xt3400 chemistry system. Patient sample 1 vitros crea result of 10.0 mg/dl vs. The expected result of 0.7 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was reported outside of the laboratory, however, no treatment was given, changed, or withheld based on the reported vitros crea result. A corrected report was issued and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).and reportability assessment 601041.